Event description:
It was reported via repair work order that there was no power to the bed as bed could not be plugged in due to the ground pin on power cord being bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.